Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained from the patient during a follow-up telephone call. The patient stated that the alleged inaccuracy began on (B)(6) 2014 (time unknown). The patient stated that he obtained readings of "203 and 335 mg/dl" with the subject meter compared to feelings/normal results. The patient manages his diabetes with fixed-dose insulin. The patient stated that he took additional insulin on the same day (time unknown) in an attempt to reduce his blood glucose, in response to the alleged inaccurate high readings. The patient claimed to have developed the symptom of "shock" on (B)(6) 2014 at 10:10 pm, which he associated with low blood glucose. The patient stated that at 10:30 pm on the same day, his wife called ems due to his severe symptoms and he received hcp treatment of glucose tablets/gel. The patient stated that he was tested with the ems meter and the result was "27 mg/dl". At the time of initial troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the test strips had not expired or been open for longer than the discard date and the patient did not have control solution available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed symptoms associated with a severe low blood glucose excursion and he received hcp treatment for such as condition.

Manufacturer narrative:
Follow-up # 1 ¿ (02/19/2015). The patient¿s meter has been returned on 2/5/2015 and evaluated by lifescan product analysis on 2/6/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.